Event description:
It was reported that the patient turned his stimulation off because when he turned the device on, the device hurt his abdomen. The patient didn't know where his patient programmer (pp) was to be able to confirm the device status. The patient was thinking about getting the device removed so he could have an MRI without fear because the healthcare provider (hcp) told the patient he could never have an MRI. The area to be scanned was the c-spine and was not related to device or therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).